Event description:
It was reported that the ventilator had a proximal pressure sensor autozero failed. There was no patient involvement. The customer troubleshot with technical support and was advised to replace the solenoids. The service provider (sp) went onsite for service/repair of the device. However, the customer has declined service/repair of the device.